Event description:
Approx. One month after a lobectomy, the pt developed a bronchopleural fistula. A tx60g stapler was used in the case. The pt was reoperated on and a pneumonectomy was done on 9/24/97. 9/30/97 the surgeon, actually reports three instruments in two cases. The surgeon, informs the co that he has been doing thoracic surgery for twenty five years and has never had a bronchopleural fistula fill recently. Since he has been using ethicon endo-surgery instrumentation, he has had two bronchopleural fistulas, each time the instruments appear to function normally at the time of the surgery. On the one case where he attempted a repair of the bronchopleural fistula he encountered bleeding from the pulmonary artery requiring placement on cardiopulmonary bypass. He attributes all of this to instrumentation. The instrument from the vascular case is being returned for the co's evaluation. The surgeon is aware that if the co was able to obtain the staple lines, the co would be able to analyze them for possible causes of instrument problems. The co's address and phone number were left with the co so that the he could contact the co. It is the co's belief that in these particular cases that this may represent a use issue. The dr said he has had three problems with three instruments in a very short period of time; it would be highly unlikely under these circumstances to have this many problems. Dr states that there were no pt issues.